Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, it was not explanted. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after lubricating the inserter, a cracking noise was heard while advancing the lens. The lens was stuck. Additional information received revealed that lens was damaged and cartridge tip was cracked. No further information available.